Manufacturer narrative:
Prior to the MRI check in (B)(6) 2024 the patient had not reported any issues with the nalu system and there are no complaints on file regarding inadequate pain relief. During the revision on (B)(6) 2025 the malfunctioning lead was visually confirmed to be fractured. The patient did not report any falls or other trauma that may have caused the fracture.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat shoulder pain. The implanted leads were placed to target the suprascapular nerve and the axillary nerve. In (B)(6) 2024 the patient was seen for a pre-MRI impedance check and was found to have all 4 contacts on the suprascapular lead giving open circuit readings. Troubleshooting was performed and confirmed the reading were accurate. The patient decided to leave the system as-is and not pursue any corrections at the time. The system was programmed to use the functional lead only. In (B)(6) 2025 the patient reported that the nalu system was not providing adequate pain relief and a revision was scheduled. On (B)(6) 2025 a surgical revision was performed to remove the malfunctioning lead and place a new lead at the suprascapular nerve. During the procedure the malfunctioning lead was confirmed to have been fractured, causing the open circuit readings.